Event description:
New syringes have been placed in pre-made neuro packs by medline. These syringes are weaker syringes and break. During a neuro angiogram, five syringes broke during the procedure, that were tossed, and two more broke while trying to dispose of them in the flush system. These syringes are breaking at the hub of the syringe as well as the handle. One of the syringes that broke at the hub sprayed a saline blood mixture all over the room. This is a patient and staff safety concern.